Event description:
Hydrostatic valve leaking. (B)(6) removed as soon as device was no longer required. No part of the device remained inside the pt. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.